Event description:
It was reported that the patient had experienced low flow alarms for approximately two months and the prior three to four days from (B)(6) 2026, experienced a substantial increase in frequency of low flow alarms that lasted fractions of a second. The patient was mostly asymptomatic with intermittent light-headedness and acutely hypertensive more than normal which was being treated. The patient had a hemoglobin drop from 14.5 to 8.6-8.9 event though it had been consistently 9.5 in the past 2 weeks. A right heart catheterization was completed on (B)(6) 2026 and was unsuccessful in offloading the left ventricle with speed increase. The patient's left ventricular end-diastolic diameter was approximately 7.5 cm. A computed tomography angiography was completed for outflow graft assessment and was found to be negative. Vitals and lab results were stable at the time. Log files were submitted for review. The log file captured a low flow event on 03feb2026. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that could have caused these events.

Manufacturer narrative:
A4 - patient weight not provided by the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental. The investigation findings will be submitted under MFR#2916596-2026-00104.